Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 02/19/2016 to report missing data that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided for evaluation. Data was reviewed on 03/08/2016. The customer complaint of missing data was confirmed. A root cause could not be determined.